Manufacturer narrative:
(B)(4).

Event description:
Arm wounds, 3 ports, 2 y-connector, dressing saturated with blood and dripping onto pad, some drainage captured by npwt; pt with (B)(6) and low pt/inr, arm wrapped in ace, ortho ordered reinforcement of dressing with kerlix and ace bandages: patient did receive blood due to the volume loss.

Manufacturer narrative:
Investigation in progress, results of investigation including device evaluation results (if received for assessment) will be provided in a supplement report.